Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data through abbottlink. Review shows that the median patient results for lot 40260ud00 is comparable with other lots in the field confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 40260ud00 was identified.

Event description:
The customer observed falsely decreased alinity I tsh results. The customer provided the following data (B)(6) 2022, and reference range: 0.4 to 4 miu/l first sample (heparin tube): initial result = 0.082 miu/l, repeat result = 0.44 miu/l. Both run on an alinity I processing module. Second sample (dry tube): initial result = 0.95 miu/l (run on an alinity I processing module), repeat result = 0.94 miu/l (run on an architect analyzer). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.